Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference (B)(4) (lancing device). B2: adverse event report is being submitted due to customer contacting worksite doctor due to symptoms. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had not yet tested using the replacement products and would call back. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he was busy and would call back.

Event description:
Consumer reported complaint for error message (e-2). The customer feels well and did not report any symptoms. Customer stated that two days prior on 04/05/2023 he had been at work when he had not felt well; customer stated he had symptoms of feeling tired, shakiness, his hands did not stop shaking and he almost passed out. Customer stated there was a doctor on site and the doctor had tested the customer's blood glucose and had obtained a result of 400 mg/dl pm non-fasting. The doctor gave him water and he rested for about 2 hours and he started feeling better. Customer didn't go to hospital; the doctor recommended he change his diet and eat more healthy and drink a lot of water. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix go meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/26/2024 and open vial date is one week ago.

Manufacturer narrative:
Sections with additional information as of 06-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.